Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3487a-33, lot# j0543077v, implanted: (B)(6) 2007, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degen disc disease/herniated disc pain, radicular pain syndrome(radiculopathies) other, and pain indications - other. It was reported that the patient had their implantable neurostimulator (ins) replaced in. The ins was replaced because they ¿started having a weird sensation and stuff like this.¿ the leads had become pulled out and the whole system was replaced. The issues were reported to have probably started in 2010. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported the patient's weight at the time of the event was (B)(6)pounds. The circumstances that may have led to the leads being pulled back in 2010 included driving/passing through a military security gate on a daily basis. The patient did not know the whereabouts of the explanted device. No symptoms were reported. No further complications were reported.